Manufacturer narrative:
This event was previously reported under MDR # 1822565-2012-02288. Updated information received via revision operative notes. Review of revision operative notes confirms patient underwent a revision left knee arthroplasty due to loosening. The tibial component was explanted. It was reported that the tibial component had subsided into the bone more anterior than posterior. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to pain and loosening.